Event description:
It was reported that the device is not recirculating water and pump is not running. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the heater lines, which were found to be disconnected, preventing the tank from retaining water. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device heater tubes were reconnected and the device passed all testing.